Event description:
It was reported that due to the patient torturous anatomy this lead was damaged during the implant. The lead was not implanted and was expected to be returned. No adverse patient effects were reported.